Manufacturer narrative:
The field service engineer checked the cuvette washing and found no abnormalities. A blocked hose was found and the hose path has been cleaned. Ise check and reagent prime and quality controls were performed; all results were acceptable. The customer reported that the issue persisted and the field service engineer replaced hoses, renewed vacuum bottles, and flushed a clogged vacuum hose. The sipper needle was replaced. Ise checks and quality controls were performed with acceptable results. It was confirmed that the instrument was running back within specifications. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received questionable sodium (na) results for an unspecified number of patient samples tested on a cobas 6000 c501 module. No questionable results were reported outside of the laboratory. An example was provided for one patient sample with discrepant na results. The sample initially resulted in a na value of 195 mmol/l and it repeated as 139 mmol/l. The rerun result was deemed correct.